Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that at least seven injections were performed with the balloon catheter on the date of the event without any system notices triggered. Visual inspection of the catheter showed that the device was full of blood. A pressure test revealed a leak through the guide wire lumen, the balloon integrity was intact, and no breach was observed. A dissection showed a guide wire lumen breach at 0.95 inches from the tip. In conclusion, the reported system notices received indicating that the safety system detected fluid in the catheter and stopped the injection (sn# (B)(4)) was confirmed through testing but not data analysis. Also, the system notice indicating that the safety system detected a compromised outer vacuum (sn# (B)(4)) was not confirmed through testing or data analysis. The balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The electrical umbilical cable was reconnected on both ends with resolve. The procedure continued. During the procedure, the mapping catheter was stuck, and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and mapping catheter were removed from the patient's body with no issues, and moisture was observed on the coaxial umbilical cable. The mapping catheter was replaced, and the case was completed with cryo. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.